Event description:
Reporter noted two cases of endophthalmitis on two different days, with two surgeons. Patient 1 of 2: symptoms four days post-op; cultured coag. Neg staph. Required vitreous tap and intravitreal antibiotics injected.